Event description:
It was reported that during a lap gastric bypass procedure, the device fired the first two strokes successfully, but the third stroke would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: three devices (a-c) were returned for analysis. Device a was received for analysis with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Device b was received for analysis with no visual non-conformances and with a partially fired reload present. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Device c was received for analysis with no visual non-conformances and with fully loaded with staples reload present. He device was tested for functionality with the returned reload cartridge. The functional test demonstrated the device fired, cut and formed all he staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. A 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. (B)(4).